Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned because it remains implanted; therefore, physical as well as a functional evaluation could not be performed. However, vessel thrombosis is a known risk associated with endovascular procedures and noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
Following angioplasty, a stent (subject device) was placed to treat a left middle cerebral artery (mca) stroke. It was reported that during procedure; thrombus formation was observed. Angioplasty (pta) was performed four (4) times and intravenous ozagrel and via intra-arterial novastan were administered. Cilostazol 200mg, aspirin 100mg and clopidogrel sulfate 75mg daily were given to the patient during thirty (30) days after the procedure. The patient recovered and nine (9) days post procedure he was discharged. The physician¿s opinion that there was a possibility that thrombosis was induced by placement of the stent. No further information is available.

Manufacturer narrative:
The subject device remains implanted.

Event description:
Following angioplasty, a stent (subject device) was placed to treat a left middle cerebral artery (mca) stroke. It was reported that during procedure; thrombus formation was observed. Angioplasty (pta) was performed four (4) times and intravenous ozagrel and via intra-arterial novastan were administered. Cilostazol 200mg, aspirin 100mg and clopidogrel sulfate 75mg daily were given to the patient during thirty (30) days after the procedure. The patient recovered and nine (9) days post procedure he was discharged. The physician's opinion that there was a possibility that thrombosis was induced by placement of the stent. No further information is available.